Manufacturer narrative:
There is no indication the access toxo igg device was returned for evaluation. Between (B)(4) 2013, quality control (qc) levels recovery indicated good precision. System checks, performed on (B)(4) 2013, passed for all measured parameters. Calibration, dated on (B)(4) 2013, was within specifications. In conclusion, the customer's archive data analysis does not indicate an instrument issue. Furthermore, the toxo igg (toxoplasma gondii antibody) assay was performing within performance specifications. Patient sample was not supplied for further analysis. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged discordant toxo igg (toxoplasma gondii antibody) results for one patient involving the access toxo igg assay utilized in conjunction with the access 2 immunoassay system. Subsequent analysis of the first patient sample, on the same instrument, produced two reactive results and one non-reactive result and a reactive result on a second sample. The second sample was also analyzed by a reference laboratory and obtained a non-reactive result. The customer stated the discordant results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. For each toxo igg result, the toxo igm assay was also analyzed and produced a non-reactive result. All system parameters, including quality control (qc), calibrations and system checks were performing within assay and instrument specifications.